Manufacturer narrative:
We checked the returned unit and confirmed that the balloon feeder/return tube clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the balloon feeder/return tube. In addition, we confirmed that the us connector/junction cable (short) compressed, the us connector cable buckled, the us connector casing scratched, the remote control buttons malfunction, the insertion flexible tube (ift) worn out, the light guide cable worn out, and the us connector body defective; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630 (air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.